Event description:
As reported by suer of navilyst medical convenience kit used for left heart catheterizations, during prep and during procedures they experienced instances of air bubbles visible off the port of the manifold to which the fluid delivery set is connected. Action taken by the physician was described as "tried repeatedly to bang manifold to reduce bubbles." No air was injected and no patient injuries occurred. Used devices were discarded by the hospital.

Manufacturer narrative:
Although it has been indicated that no sample will be returned to navilyst medical for evaluation, the investigation into this event is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted, ((B)(4)).